Manufacturer narrative:
(B)(4). Further information from the reporter regarding event has been requested. No additional information is available at this time. The events of swelling, allergy, a lot of edema, deformation, and hematoma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device history record (DHR) summary: the release step combined with the absence of any deviation shows that no element could explain this reaction: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The extrusion force value shows an expected consistency of the product. The sterilization cycle is registered as conforming. Device labeling: undesirable effects: the patient must be informed that there are potential side effects linked to this procedure, which can be either immediate or delayed. These include, but are not limited to: inflammatory reactions (redness, edema, erythema, etc.) Which may be associated with itching or pain on pressure or both, occurring after the injection. These reactions may last for a week. Hematomas. Poor effect or weak filling effect. Cases of necroses in the glabellar region, abscesses, granuloma, and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have been reported. It is therefore advisable to take these potential risks into account. Patients must report inflammatory reactions which persist for more than one week or any other secondary effect which develops, to their medical practitioner as soon as possible. The medical practitioner should treat these as appropriate.

Event description:
Healthcare professional reported an injection of juvéderm ultra¿ xc into the patients lips and labial filter. The patient was pre-treated with "anesthetic benzotop topical for infiltrative anesthesia with citanest 3%." The patient was treated post injection with ice. The patient returned 3 hours later with "a lot of edema" at the injection site and an "allergy". It was noted, "deformation of upper and lower lip and lip filter" and "hematoma". The patient was treated with allexofedrin and nimesulide with improvement. Symptoms are ongoing at this time.